Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced serious bodily injury, including erosion of bodily tissue. No other information is available.